Event description:
Boston scientific received information that high out of range pacing impedance measurements, loss of capture (loc) and increased threshold measurements were observed. An x-ray was performed, and lead fracture was confirmed. This patient was implanted in the united states, but now is in the (B)(6) . The decision was made to turn off tachy therapy until the right ventricular (rv) lead replacement procedure can take place. Patient remains in the hospital. There were no adverse patient effects reported. Subsequently, additional information was received that a lead revision took place. This rv lead was surgically abandoned. A new rv lead was implanted successfully.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.